Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases (case 1, case 2, case 3) discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved (pds plate) caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (pds plate) used in this procedure? Citation: facial plast surg (2018); 34:312¿317. Doi: https://doi.org/ 10.1055/s-0038-1632399. Hide section - other remarksother remarks. (B)(4).

Event description:
It was reported via a journal article "title: complications of polydioxanone foil use in nasal surgery: a case series". Authors: leo l. Wang, ms, andrew s. Frankel, md, oren friedman, md citation: facial plast surg (2018); 34:312¿317. Doi: https://doi.org/ 10.1055/s-0038-1632399. This descriptive case series assesses the outcomes of pds foil (ethicon) usage in patients seen for septoplasty at two independent institutions over the past 5 years. The authors reported few of the problems they have encountered with pds foil-associated disasters in septorhinoplasty in hopes of redefining the uses of the pds plate and promoting the best possible patient care. Case 2 in 2013, a 57-year-old female patient with nasal stenosis on the left side due to buckling of the caudal septum to the left, and posterior septal deviation to the left. The patient underwent a revision external septorhinoplasty by the midcolumellar approach using pds foil plate (ethicon) to repair the septum. Reported complications included infected pds foil plate which led to necrosis of septal cartilage and associated cellulitis of the skin followed by collapse of the bridge of the nose and nasal vestibular stenosis, and nasal obstruction. In 2015, the patient underwent revision septorhinoplasty including bilateral conchal cartilage grafts, l-strut and septal reconstruction, spreader grafts, osteotomies, and revision tip rhinoplasty. Postoperatively, the septum was intact and well healed; there was a wide open nasal airway; and the patient was very satisfied with her cosmetic outcomes. The results demonstrate that pds plate usage can lead to septal cartilage loss and resultant saddle nose deformity associated with prolonged postoperative edema and inflammation.